Event description:
It was reported to medtronic neurosurgery that a patient had three valves replaced over the past year. Allegedly, the patient would return to the hospital with swelling, around the valve location. According to the report, several pinholes were in the valve that was explanted on (B)(6), 2011.

Manufacturer narrative:
The device was not returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.